Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the camera head displayed no image. The issue occurred at the beginning of a therapeutic ovarian tumor excision procedure. The procedure was delay due to changing the laparoscopy equipment so the procedure could be completed. The patient was under balanced general anesthesia. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation.  The device was evaluated by olympus. The evaluation found that the allegation of no image was confirmed due to a cable being deformed below the handle cone.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event was not determined. However, it is likely that the image not being displayed was due to a cable failure. The cable became disconnected due to the deformation of the cable.    The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.   Olympus will continue to monitor the field performance of this device.